Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced syncopal episodes and fell. The patient completed a remote interrogation and was referred to the physician. No additional adverse patient effects were reported. This product remains implanted and in service.